Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00434901413; lot# 66840452. Visual examination of the returned product identified signs of use. There are gouges on the od of the liner and one of the cut outs is also damaged. There is also a gouge near the lot number of the liner. Measured and checked the product identifiers and all were conforming to the print. No other measurements were taken due to the damage of the liner. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d1: full brand name - zimmer trabecular metal reverse shoulder system. G2: foreign - event occurred in belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder procedure, the poly liner did not fit to the stem. Subsequently, another poly liner was used and that device did fit successfully. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.